Manufacturer narrative:
During testing at the service center, the device alarmed with an e321 (battery charger timeout) malfunction alarm code. The probable cause was due to the battery. The device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device malfunction indicated that the battery needs to be replaced. This does not indicate a reportable event. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) for code.